Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a combined vitrectomy and cataract procedure using an ophthalmic backflush for the treatment of proliferative diabetic retinopathy condition. The patient has experienced retinal tear - partial tear due to severe retina synechia, retinal hemorrhage and postoperative anterior chamber inflammatory reaction. Postoperative anterior chamber inflammatory reaction is resolved. Retinal tear and hemorrhage are improving. No further follow up will be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No lot number was identified within the survey and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. No sample is available to be provided to the responsible site for an in-depth investigation. The root cause of this complaint could not be identified. The exact root cause for the customer¿s reported event is unknown. Therefore, no specific action can be taken. Additionally, complaints are reviewed and monitored at regular intervals for adverse trends. No additional actions are needed. The manufacturer internal reference number is: (B)(4).